Event description:
The rrt reported that she was called to the bedside by the rn, because the ventilator would not cycle. There was a leak in the circuit that she corrected, but the peep would not go below +8 cmh20. She changed the peep column several times and also changed the circuit without correcting the problem. Therefore she changed the ventilator out.